Manufacturer narrative:
Sensor 0e49l0avg has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. Observed clinical and historical data log contained errors and no valid glucose data. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. Sensor terminated within the first 6 hours of the sensor's life. No ring of blood at the base of the sensor tail coupled with the low life count is an indication that the sensor tail was not properly inserted into the customers arm at time of application. Therefore, this issue is not confirmed due to tail not properly inserted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and freestyle libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure or a loss of consciousness. However, there was no third-party intervention or treatment by a healthcare professional reported for this issue. No further information provided. There was no report of death or permanent impairment associated with this event.